Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advanced evaluation. It was reported that the patient felt like they had a urinary tract infection. The issue was not resolved at the time of the report.

Event description:
A patient reported they received confirmation that he did have a urinary tract infection (uti) and he was on antibiotics. It was noted that the patient began the trial on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.